Event description:
Information was received that the issue was identified upon placement on the patient. The "high pressure" alarm sounded and continued to alarm. No patient injury resulted as the patient was taken off after two minutes of continuous alarming. Attempted to trouble shoot, but the alarm continued.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found the relief alarm pressure knob cap to be missing and the battery door to contain a small crack. Device was then connected to oxygen supply and underwent functional testing. The reported customer complaint was unable to be confirmed. However, minor adjustments were made to the high pressure alarm so it does not alarm at the low end of the specifications. The problem source has been determined to be user interface.

Manufacturer narrative:
Unavailable with the information provided.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is not alarming for high pressure. No adverse effects reported.